Manufacturer narrative:
Additional information: upon follow-up, it was reported that the cause of peritonitis was due to break in aseptic technique (further described as the patient made a mistake). One day after the event onset, the patient was hospitalized for the event. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. It was reported that the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy fluid, abdominal pain and fever. The cause of the event was unknown. The patient was hospitalized due to abdominal pain, fever and cloudy fluid and was treated with vancomycin injection (1gm start dose, intraperitoneally, frequency and duration were not reported) followed by fortum injection (250mg, 3 bags, intraperitoneally, frequency and duration were not reported) for peritonitis . At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.